Event description:
It was reported that during a procedure to treat a lesion in the proximal circumflex with mild tortuosity and heavy calcification, a 3.0x23 rx xience v stent delivery system (sds) was advanced but could not cross the lesion and was withdrawn from the patient anatomy. Another 3.0x23 rx xience v sds was advanced but could not cross the lesion when it was noted that the stent implant was not on the sds. Reportedly, the stent had dislodged during preparation for use on the cath lab table. Another 3.0x23 rx xience v sds was advanced but could not cross the lesion and was withdrawn from the patient's anatomy. A 2.5x38 xience prime was used to successfully treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported event of a stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Reportedly, the stent had dislodged during preparation for use. It should be noted that the xience v instructions for use states: prior to using the xience v everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Based on the information reviewed, there is no indication of a product deficiency.